Event description:
Pt called to report a problem with cadd legacy pump (sn: (B)(4)) for veletri. Pt was changing cassette and when attempted to reset the reservoir volume, it would not reset. She tried removing and replacing the batteries but the reservoir volume would not reset. She then went back to the pump she had been using and was able to reset the reservoir volume on that pump and initiate the infusion. Reviewed that we will ship the replacement pump. Dose or amount: 6ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to present. Diagnosis or reason for use: pah.